Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) defrosted the cooler heater unit in the biomed shop then left it plugged in overnight. A solid ice block formed again. The biomed is troubleshooting this reported issue with manufacturer technical support.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the front tank of the cooler heater unit was freezing up and making a solid block. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per follow-up with the user facility¿s biomedical engineer (biomed) on 25-sep-2015: there were no fault indicator lights illuminated on the cooler heater unit and no leaks were observed. The reported complaint was not verifiable. Follow up with the biomed found the unit has been removed from service and replaced with a new unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.